Manufacturer narrative:
The reagent lot number was 79235803 with an expiration date of 31-may-2025. The field service engineer cleaned the inlet water filter, changed the pinch valve tubings, ran photomultiplier high voltage adjustment, and ran a blankcell. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 disk analyzer. Sample 1 initial result was >3000 pg/ml with a data flag three times. On (B)(6) 2025, the repeat result was 59 pg/ml on (B)(6) 2025, after the service actions, the repeat result was 71.53 pg/ml. Sample 2 initial result was >3000 pg/ml with a data flag. On (B)(6) 2025, the repeat result was 47 pg/ml on (B)(6) 2025, after the service actions, the repeat result was 55.75 pg/ml.

Manufacturer narrative:
The field service engineer found that the customer was not always following the maintenance schedule for the analyzer. The investigation determined the service actions resolved the issue.